Event description:
The customer reported that while running a hepatitis surface antigen assay, summit sample handler did not pipette the correct amount of sample and did not give an error message. Plunger clamp #1 was broken and was replaced. Preventative maintenance was performed. No death or serious injury was associated with this event.